Event description:
It was reported that the medical security system at the facility tagged the medfusion 4000 pump as being affected by a security alert issued by the cybersecurity and infrastructure security agency (cisa). No patient injury or complications were reported in relation to this event.